Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the following defects: wrinkles in the insertion part due to external factors, bending angle insufficient due to the elongation of the angle wire, light guide bundle broken due to an external factor, image out of focus, switches not working, curved rubber adhesive missing, leakage due to handling and scratches due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis lucera elite bronchofibervideoscope had foreign matter dropping from the channel. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is supplemented to provide the following additional information from the user: - the contact user's title or position was the endoscope technician. - the subject device was not used in the intended procedure when the foreign material was dislodged from the distal end of the subject device (the foreign material were identified during cleaning after the procedure). - the identity of the foreign material was unknown. However, the condition was "liquid and brownish brown". - the intended procedure was a bronchial observation. - the intended procedure was a diagnostic. - the foreign material did not drop in a patient organ. - the intended procedure completed with the subject device. - the user inspected the subject device before use. - the user brushed the channel of the subject device during manual cleaning after use. - the user used the aceside, end-quick, and end-fresh s with an olympus automated endoscope reprocessor model oer-5 when the cleaning and as the disinfectant solution. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: an endo therapy accessory device forcibly contacted the device causing a kink when the endo therapy device was inserted, resulting in a pinhole. The cause of the kink of the instrument channel was presumed that an endo therapy device was inserted incorrectly, such as one of the following examples: - an endo therapy device or a brush was abruptly inserted - a brush was inserted/withdrawn while scope was excessively looped - the biopsy forceps was inserted while the cap was open - the sheath was inserted while an endo therapy device was not fully retracted into it - a device was forcibly inserted while the bending section was bent. The cause of the foreign material in the instrument channel was produced from rust, since the inside of the control section was significantly rusted. However, a definitive root cause was not possible to specify since the event was not able to be confirmed. Handling of endo therapy devices are described in the instructions for use: ·4.3 using endotherapy accessories¿. If necessary, please check handling in the user facility again. Olympus will continue to monitor the field performance of this device.